Event description:
In 1987/1988 pt was implanted with silicone gel breast implants. Pt was told they would last a life time, and that they were safe. Otherwise pt would not have gotten them. Mammos revealed leaking and rupture in 1994, 1997, 2003. Pt was not aware of this. Pt was explanted in april 2004. Pt is so deathly ill from these 39+ known deadly toxins that are in all implants/shells. If pt had known this too, nor would pt have gottem them. Pt has been so sick for so long. Most of their adult life. Pt was in constant excurciating pain, and so deathly ill because of silicone poisoning. Pt has been diagnosed with so many symptoms, diseases etc. Every single part of body ID dramatically effected by this. Pt fears they may die, from this silicone poisoning. Pt can not believe that the FDA, allows any breast implants to be used. Saline implants are bad too.